Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in ada site 29, the implant lost integration in type ii bone. Clinician reports insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load was performed. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in ada site 29, the implant lost integration in type ii bone. Clinician reports insufficent bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).